Manufacturer narrative:
This MDR report is part of the (B)(6), exemption number e2015055. Three devices were received for evaluation; 3 events were confirmed during testing. Three devices were found to be affected by metal shavings caused by worn internal components. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events, in which the device produced metal shavings. Three reported events had no patient involvement; no patient impact.